Event description:
As reported by the user facility: nurse doing an IV push of chemo drug adriamycin into lowest y-site. After injection of 1cc of the drug, leakage occurred where tubing is joined to y-site, resulting in a chemo spill. Add'l info provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. The sample was discarded.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusion can be drawn. Although no inventory remains of the reported lot, the house retains for the reported lot were physically tested for leakage and subjected to a pull test at the bonded joints. All samples exceeded the minimum joint separation design specification and passed the joint integrity test.